Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 221 mg/dl at time of event.